Event description:
The complaint alleged that inadequate stitching info let to a surgery.

Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA.